Event description:
Medtronic rep reports patient stimulator became erratic and stopped working. Device system was explanted and replaced. Patient recovered without sequela.

Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. Training is in place. Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.